Event description:
It was reported that connector luer lock c35j leaked. The following information was provided by the initial reporter: this is a report about chemo leakage from the white connector of the spike set and the tubing. According to the customer's report, the hcp connected to the spike and an infusion bottle. When he/she then connected the injector luer lock to the infusion set, the white connector spun and chemo leaked between the white connector and the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/2/2021. H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected, it was observed the connection of the connector to the mating device was loose. Functional testing was performed, verifying the air tightness of the connection and no leakage occurred. The connector is bonded onto the set using an adhesive, evidence on the piece indicates the appropriate amount of adhesive was used. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including 100% inspection after the connector is bonded onto the IV set to verify the connection is secure. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. It is possible an excessive force may have resulted in the connection becoming loose, however, given we did not observe any leak on the sample we cannot verify this to be true and a definitive root cause cannot be established at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connector luer lock c35j leaked. The following information was provided by the initial reporter: this is a report about chemo leakage from the white connector of the spike set and the tubing. According to the customer's report, the hcp connected to the spike and an infusion bottle. When he/she then connected the injector luer lock to the infusion set, the white connector spun and chemo leaked between the white connector and the tubing.